Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was intermittently losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: there was no evidence of rebooting events observed in the black box history. The battery cap was not returned with the pump, so a test battery cap was used to complete investigation. The battery compartment has a crack at the case seal, but there were no intermittent power events observed due to the crack. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period and no power issues were duplicated. There was no internal damage observed to the pump¿s components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.